Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and successfully started a new sensor session, resolving the issue without further errors.